Event description:
Customer reported that her insulin pump was malfunctioning. Customer stated that her insulin pump had motor error and was unable to rewind. Customer stated that every time she tried to rewind it was interrupted by motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen. Unit had motor error alarms during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corners and battery tube threads, scratched display window.